Manufacturer narrative:
A smiths medical level 1 h-1200 fast flow fluid warmer was received in good condition. Device digital pressure indicator e5549 is due on (B)(6) 2019. The device was tested and the reading showed 5.0 psi and the value acceptable range 5.4 to 5.6 psi. The device was found out of calibration. The customer reported condition was confirmed.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer had regulator issues. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: received device in good condition. Installed digital pressure indicator e5549 due (B)(6)2019 and power on the device. The reading show 5.0 psi and the value acceptable range 5.4 to 5.6 psi. The customer reported condition was confirmed. Problem source is unknown.